Manufacturer narrative:
The device and the lens were returned. Viscoelastic is observed in the device. The plunger is oriented correctly. The plunger has been fully advanced. The tip has heavy stress lines. The anterior of the tip has an aneurysm at the "fill to" line. The posterior of the tip has a long aneurysm that has torn apart. The lens was returned in a small baggie. Solution was dried on the lens. Product history records were reviewed and the documentation indicated the product met release criteria. A nonqualified viscoelastic was indicated. The lens was returned separate from the device. The posterior of the tip has a long aneurysm that has torn apart. This damage may have allowed the lens to exit through the posterior of the tip. The root cause for the reported event may be related to a failure to follow the directions for use. A non-qualified viscoelastic was used. Material properties of a non-qualified viscoelastic may contribute to underfill, overfill, misfolding of the trailing haptic, lack of lubricity or other unpredictable outcomes. The event of this file was first reported in an alternative summary report, which is no longer an option to utilize. This MDR is being used as the reporting modality to relay the device investigation due to the product was returned and has now been analyzed. The manufacturer internal reference number is: 2017-70690

Event description:
A facility representative reported that a preloaded intraocular lens came out of the injector before the surgeon was able to insert the device in the eye.